Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the site of their sensor was bleeding. The customer also reported experiencing a high blood glucose of 454 mg/dl. The customer reported there was a hole in their tubing, causing a leak. Customer stated they have changed the infusion set. The customer stated the site was not actively bleeding at the time of the call. The customer did not troubleshoot for the insulin pump or their blood glucose. The customer declined to return the insulin pump for analysis.